Event description:
The customer reported that the cap piercer wash was overflowing near the blade wash assembly of the unicel dxc 800 synchron system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed an overflow at the cap piercer shuttle and flushed the cap piercer waste valve and line. The fse then removed and reattached line 180 to remove an air lock and no further overflow was observed. Failure mode of the leak is attributed to line 180. Beckman coulter internal identifier for this report is (B)(4).